Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported following an unrelated procedure where the ipg was not placed in surgery mode, ipg was unable to communicate with external devices. Company manufacturer met with patient and ipg unable to be reconnected. As such surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention where the ipg was explanted and replaced. Reportedly effective therapy was restored.